Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Cable assembly connector pins broken.

Event description:
It was reported that the patient had a loose connector pin on their desktop charger. The loose pin was causing intermittent recharging of their recharger. The patient could not recharge their ins since their recharger was not charging. There was no patient harm reported. The patient also reported that they had whole body pain in relation to the depletion of their implantable neurostimulator (ins) because of the inability to charge the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.